Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose which was attributed to sensor glucose versus blood glucose. High blood glucose, and the pump was malfunctioning. The customer reported a blood glucose value of 47 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a and mmt-332a. Troubleshooting was partially performed, and the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-397a. The customer will discontinue the use of the device. Mmt-1884 was requested for return, and the customer response was the device would be returned. No product return is required for mmt-332a. No product return was required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, high blood glucose, the pump was possibly over delivering, and the pump was malfunctioning. The customer reported a blood glucose value of 47 mg/dl. The customer reported hypoglycemia and hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-1884, and mmt-332a. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-397a. The customer will discontinue the use of the device. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (unchecked the box "product problem (e.g., defects/malfunctions)"), b3 (incident or event date has been changed from 06-mar-2025 to 05-mar-2025) and h6 (medical device problem code 1311 has been replaced with 2993) with this report. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 05-mar-2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.44 mv). Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.